Event description:
Patient reported right side deflation. Healthcare professional later confirmed. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: a crack opening on diaphragm valve assessed as cracked valve seat no further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.